Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests did not confirm the complaint. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter (pharmacist) for the patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verioiq meter displayed an inaccurately high result compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The reporter claimed that the issue with the meter started at 8:30am on (B)(6) 2016 when the patient obtained an alleged inaccurately high blood glucose result of "130 mg/dl" with the subject meter compared to "95 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' criteria for accuracy. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that after obtaining the alleged inaccurate result, at 8:30am on (B)(6) 2016 the patient increased his medication and administered 12 units of lantus insulin. The reporter claimed that 30 minutes later, the patient developed symptoms of "shaking, pins and needles (tingling)". The reporter denied that the patient received any treatment for his symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the comparative results. The csr also noted that the patient's test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The patient did not have control solution to test the meter and test strips and the issue remained unresolved. The patient's products were requested back for investigation and replacement products were sent to the patient. In conclusion, this complaint is being reported because the reporter claims the patient obtained an inaccurately high blood glucose reading on the subject meter, administered increased medication based on the result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results above range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.